Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). (B)(6). On september 26, 2019, it was reported that during preventative maintenance by flextronics it was discovered that the cutter was damaged, the device was outside calibration specifications, the sideplates required an update and there was a nonconforming screw. The customer returned a meshgraft ii device, serial number 5817, for evaluation. Product review of the meshgraft ii by flextronics on september 26, 2019 revealed that the cutter was damaged. The device was outside calibration specifications and produced an incomplete mesh. The sideplates required an update and there was a nonconforming screw. Repair of the meshgraft ii was not performed by flextronics as the customer requested that the device be returned unrepaired. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by flextronics it was noted that the cutter was damaged. The device was outside calibration specifications and produced an incomplete mesh. The sideplates required an update and there was a nonconforming screw. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time (ie/CAPA/scar/hhe/d). This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
There was no event associated with this device, as it was only sent in for preventative/annual maintenance. Upon investigation, it was discovered that the device produced an incomplete mesh. No adverse events were reported as a result of this malfunction.